Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was found adhered near the tip of the device around the balloon area, which had been retracted into the shaft. Manual compression was then applied for hemostasis. There was no reported patient injury. Following the standard procedure sequence, the mynx sealant was deployed, and after 2 minutes the balloon was deflated. The second button was pressed to retrieve the balloon, and the mynx device was withdrawn together with the sheath. The issue occurred during an endovascular treatment case (superficial femoral artery, below the knee) performed via a same-side antegrade femoral artery approach using a 5f 10cm non-cordis sheath introducer. The deployer completed all training on the mynx device. The suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer insertion angle between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. The device was stored and prepared in accordance with the instructions for use (IFU). The sealant was not dislodged from the arteriotomy; however, it did appear to stick to the device. The device storage temperature exceeded 25 °c. Vessel depth was not shallow. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. The device was realigned according to angulation and removed using light fingertip compression. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves were observed in a retracted position, consistent with activation of the deployment mechanism. A non-cordis 5f catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A deployment simulation could not be performed, as the unit was received in a fully deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remaining attached to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was found adhered near the tip of the device around the balloon area, which had been retracted into the shaft. Manual compression was then applied for hemostasis. There was no reported patient injury. Following the standard procedure sequence, the mynx sealant was deployed, and after 2 minutes the balloon was deflated. The second button was pressed to retrieve the balloon, and the mynx device was withdrawn together with the sheath. The issue occurred during an endovascular treatment case (superficial femoral artery, below the knee) performed via a same-side antegrade femoral artery approach using a 5f 10cm non-cordis sheath introducer. The deployer completed all training on the mynx device. The suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer insertion angle between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. The device was stored and prepared in accordance with the instructions for use (IFU). The sealant was not dislodged from the arteriotomy; however, it did appear to stick to the device. The device storage temperature exceeded 25 °c. Vessel depth was not shallow. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. The device was realigned according to angulation and removed using light fingertip compression. The device will be returned for evaluation.